Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-01352. The pt is implanted with two scs systems (cervical and thoracic). It was reported surgical intervention was undertaken on (B)(6)2014. The cervical leads were explanted and replaced with a paddle lead to establish desired neck coverage. The pt was initially implanted to receive bilateral arm coverage; however new pain developed in the neck region. Follow-up identified the procedure was successful. Effective stimulation and adequate coverage was provided in the neck. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.